Manufacturer narrative:
(B)(6). A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The cts advised the customer to replace the sample probe and potassium (k) electrode to resolve the issue. A field service engineer (fse) was then dispatched to the customer's site. The fse verified the repairs performed by the customer by carrying out a precision run, and checking the calibration slopes which passed published specifications. In conclusion, the most likely cause of the event is attributed to a k electrode malfunction. The k electrode was replaced by the customer and the customer has not reported of any further issues related to this incident.

Event description:
The customer reported generating high potassium (k) results from the beckman coulter au680 clinical chemistry analyzer. The customer reported obtaining erroneously high k results for three (3) patients. The customer reported obtaining erroneously high k results for three (3) patients, but provided only one verbal example of a k result of 8 mmol/l which recovered a result of 4 mmol/l upon repeat. No erroneous results were generated out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer did not provide any instrument printouts or patient demographics information for this event.